Event description:
It was reported that the holster was returned to carry out electical safety control and recalibration. No further information is available. No reported patient consequence

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was recieved at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: calibration, unit modified acc. To guideline of manufacturer, defective fastening materail exchanged, defective rotational and translational cable replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.